Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day following implant of the cardiac resynchronization therapy defibrillator (crt-d), intermittent high right ventricular (rv) lead impedance of the superior vena cava (svc) and rv defibrillation coils was observed. It was noted subsequent follow up and measurements revealed no issues, however the svc and rv impedances were slightly higher, but within normal range. The patient was brought into the clinic again and it was determined to be a connection issue between the device and rv lead. The device and lead were reconnected and nominal impedance values were observed. The crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.